Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a false alert for low right ventricular (rv) unipolar impedance. The ipg also exhibited a longevity estimator / battery voltage monitoring problem wand the estimator was supplying values lower than they actually were. The right ventricular (rv) lead exhibited high thresholds and the outputs are correspondingly high. The ipg and lead remain in use and the patient will be follow up in clinic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a false alert for lead impedance out of range. If information is provided in the future, a supplemental report will be issued.